Manufacturer narrative:
Additional data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
Upon inspection of x-ray imaging provided, it was observed that an ozark screw also fractured.

Event description:
A company representative reported that an ozark 1 level plate fractured approximately 13 months post-operatively. Revision surgery has not been performed at this time.